Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the septum. Reportedly, the customer loaded a new cartridge to address the issue. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Customer declined further troubleshooting for the reported issue. Customer's blood glucose level ranged from 100 mg/dl to 400 mg/dl.